Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a session. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause is determined to be sensor failure due to high counts aberration.